Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusions set leakage at site event on 20-may-2024. Patient previously replaced non-serialized product. No further information available.